Event description:
It was reported that during a da vinci-assisted surgical procedure, the system exhibited m-11 and c-00 errors pointing to the integrated electrosurgical unit (iesu) erbe generator. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay. It is unknown if the original generator was used to complete the procedure, or if an alternate generator was required. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system exhibited m-11 and c-00 errors pointing to integrated electrosurgical unit (iesu) erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and replaced the iesu to resolve the issue. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it is unknown if the customer aborted/converted after the start of the procedure due to the generator errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
The integrated electro surgical unit (iesu) was returned for failure analysis but the reported failure (error m-11 c-00) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution, the unit will be returned to OEM for further investigation.

Event description:
Refer to h10/h11 for follow-up information.